Event description:
It was reported that the insulin pump was alarming and the keys on the device were unresponsive. Troubleshooting was not performed as the customer and the insulin pump were not available at the time of the call. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.